Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex artery containing over 90 degrees bend. Pre-dilatation was performed resulting to a 50% residual stenosis. Following pre-dilatation, a 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and the stent strut was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.